Manufacturer narrative:
One swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The reported leak could not be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
When removing the catheter from the sheath during an ablation procedure, air was aspirated into the syringe during flushing. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.